Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, when tested for upstream occlusion detection the device alarmed for air in line instead of upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the ultrasonic sensor tape was found peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion test before first clinical use. The device ran 200ml/h with the upstream tubing clamped, ran for 6 minutes without alarming. This occurred in the biomed service department. There was no patient involvement. No additional information is available.